Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: 1) "do not touch the electrical contacts inside the videoscope cable connector. Charged coupled device damage may result." 2) "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." 3) "do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal." 4) "do not twist or bend the bending section with your hands. Equipment damage may result." 5) "do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation that the elevator does not work was not confirmed. The evaluation found missing forceps elevator adhesive around the forceps cover, and missing glue around the pink probe. Furthermore, the following additional issues were identified during inspection: scratches on the distal end, leak from the elevator channel plug, crack at bending section cover or distal sheath glue, peeling on cement at objective lens, peeling on cement at light guide lens, cut on switch 1, minor surface scratches on the insertion tube, loose elevator channel plug, minor surface scratches on the light guide tube, and control knob play is loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope has defects around the plastic distal end cover of forceps elevator, and the forceps elevator does not work. The issue was found during an unknown, diagnostic, procedure. The procedure did not need to be completed with another device. There were no reports of patient harm.